Event description:
It was reported that the procedure was to treat in-stent restenosis of a mini vision stent that was implanted a few years ago in the distal left circumflex artery. A 2.0x15 nc trek rx dilatation catheter was advanced without resistance and inflated for the first time at 12 atmospheres (atms); however, on the second inflation the balloon ruptured at 16 atms. The 2.0x15 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a non-abbott balloon was used for further dilatation. The procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.0x15 nc trek rx is being filed under a separate medwatch report. There was no reported product deficiency. The reported stenosis is a known adverse event as listed in the (B)(4) mini vision instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.